Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The patient stated she experienced inaccuracies while in the bathtub. She stated within 20-30 minutes, the high alarm went off and thought she needed to get out because of the heat. She stated since she felt low at the time, she tested her blood sugar and stated it was reading low. No further event details were provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. However, this is being reported due to the adverse event that occurred. No additional patient or event information is available.